Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported there was a blank screen with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: during investigation, the pump powered up to a hard call service 006 alarms. The blank display allegation was unable to be duplicated during investigation. Moisture corrosion was observed in the battery canister with a battery compartment leak. The pump cover was removed and further moisture corrosion was found to the printed circuit board. .